Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 193 mg/dl vs 170 lab. Tests were done within 11-20 mins with a difference of 27%. Pt did not experience any adverse events. No further info has been reported.